Manufacturer narrative:
A ge service representative performed an on site investigation. The ups was replaced. The system operates as intended.

Event description:
The customer reported that the system displayed error code 77 and would not boot up. No patient injury was reported.